Event description:
Patient reported capsular contracture, baker grade iii, on right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device. ¿ red particles in the surface of the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported capsular contracture, baker grade iii, on right side. The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported a right side capsular contracture baker grade unknown. The device has been explanted.